Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via a chest x-ray. Unstable r-waves values were present since implant. The lead will be monitored and remains implanted. Patient condition is good.